Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It has been reported that the rn from the cticu (cardiothoracic intensive care unit) was calling the hotline to troubleshoot possible helium loss alarms. The patient (pt) had an (B)(4), s/n (B)(4) inserted earlier today via the femoral artery. The rn stated that they had recently moved the pt and now the alarms were frequent. The pt was stable, although on "a lot of pressors" that are currently being weaned. The rn felt the pump was achieving the goals of therapy. There was no blood in the tubing and no noted kinks. There have been no other alarms. During the discussion the alarm occurred several times. The rn reported large amount of adipose tissue at the insertion site. Per the rn the bpw (balloon pressure waveform) showed widening artifact. The clinical support specialist (css) and rn discussed pt positioning and began decreasing the volume in the iab to 35cc; the alarm was still occurring. The volume was returned to 40cc and a leak test was performed. During the leak test the leak was determined to be proximal to the clamp.the test was repeated with the same result. After connections were checked the css recommended that the rn exchange the pump. At 1900 pump was exchanged with minimal delay in therapy and pumping without alarms. The css discussed with the rn to call if the alarm happened again and to continue to check the tubing for blood. The rn confirmed that they would send the pump to biomed. At 1915 the pump continued to pump without alarms. On (B)(6) 2019 a second call was made to the hotline from biomed. The biomed stated that he felt the leak in the pump had been located. The biomed had attempted to call his field service representative (fsr). The css told him that she would have the fsr call biomed. Indication for iabp therapy: post-surgical dysfunction, wean from bypass. The patient was currently stable on pump.

Manufacturer narrative:
(B)(4). Additional information provided by the field service engineer stated that the account has not decided what they want to do with the pump. The pump assembly needs to be replaced. The customer may take the pump out of service due to the high cost of repair and buy a new one. As of (B)(6) 2016 the pump is still out of service. Evaluation: no intra-aortic balloon pump (iabp) parts or recorder strips were returned to teleflex (B)(4) for evaluation. A device history record review was conducted for the iap serial number and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "helium loss alarm" is confirmed based on the information provided to the css. The pump was exchanged and checked by the hospital biomed. The pump assembly needs to be replaced; however, the customer account has not decided to repair the pump. The pump was removed from service. The cause of the reported complaint could not be determined.

Event description:
It has been reported that the rn from the cticu (cardiothoracic intensive care unit) was calling the hotline to troubleshoot possible helium loss alarms. The patient (pt) had an iab-05840-lws, s/n (B)(4) inserted earlier today via the femoral artery. The rn stated that they had recently moved the pt and now the alarms were frequent. The pt was stable, although on "a lot of pressors" that are currently being weaned. The rn felt the pump was achieving the goals of therapy. There was no blood in the tubing and no noted kinks. There have been no other alarms. During the discussion the alarm occurred several times. The rn reported large amount of adipose tissue at the insertion site. Per the rn the bpw (balloon pressure waveform) showed widening artifact. The clinical support specialist (css) and rn discussed pt positioning and began decreasing the volume in the iab to 35cc; the alarm was still occurring. The volume was returned to 40cc and a leak test was performed. During the leak test the leak was determined to be proximal to the clamp. The test was repeated with the same result. After connections were checked the css recommended that the rn exchange the pump. At 1900 pump was exchanged with minimal delay in therapy and pumping without alarms. The css discussed with the rn to call if the alarm happened again and to continue to check the tubing for blood. The rn confirmed that they would send the pump to biomed. At 1915 the pump continued to pump without alarms. On (B)(6) 2019 a second call was made to the hotline from biomed. The biomed stated that he felt the leak in the pump had been located. The biomed had attempted to call his field service representative (fsr). The css told him that she would have the fsr call biomed. Indication for iabp therapy: post-surgical dysfunction, wean from bypass. The patient was currently stable on pump.